Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis (fa) testing. The cfg remote arm controller (rac) was analyzed, and the reported failure could not be reproduced. The remote arm controller (rac) was installed onto the surgeon side console (ssc) test system at start up with and there was no problem or error. Fa continued and ran 10 power cycles and sat idle for one hour. Fa installed an instrument to the left arm and retested movement motion from the left arm and no trouble was found. Fa tested from the printed circuit assembly (pca) system and was unable to replicate. The complaint was not confirmed based on fa testing.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse installed the remote arm controller (rac1) on surgeon side console (ssc). System was tested and verified for use. Isi has received the product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report that the left hand on surgeon side console (ssc1) curled up and could not be used. Surgeon moved to the other ssc and continued the procedure. System logs confirmed errors reported by the mcel in remote arm controller (rac)1 and the customer had selected disable mtml_ssc1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without any errors and was working properly. Dvstat was contacted after the case as the surgeon did not want to delay the case. The surgeon moved to the second console to complete the case robotically with three arms.